Event description:
It was reported that approximately 3 to 4 weeks following a pubo-vaginal sling procedure, pt presented with infection and some pain. Dr has been using product for 3 months, mostly on older patients. This is the 1st pt that is younger and sexually active. The dr is concerned that he may have gotten the sling too tight as well. Additional follow-up with dr's assistant reported dr had advised issue was unrelated to tissue and had been resolved. Per assistant, no additional info will be forthcoming.